Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
Homebound end user reports "she first tried sensicare (ssc) barrier wipe and adhesive remover wipes, and had some skin irritation, but then ordered the ssc adhesive releaser spray and ssc barrier spray because, she thought they would have different ingredients. She used both sprays on (B)(6) 2020 and had a severe reaction that included elevated bumps, widespread rash, bleeding and pain. As she is homebound, her physician came to see her and diagnosed her with an allergic reaction. Her home nurse conducted a patch test on her forearm, and she reports she had the same reaction. She was prescribed oral prednisone in a tapering dose, and topical steroid(brand unknown). Her home health nurse applied a coloplast 4x4 barrier to her skin and attached her ostomy pouches to that. She reports she has had similar reaction to hollister adhesive remover and hollister wafers in the past. She states she has completed the course of prednisone, and her skin is now resolved."